Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 1/3/25 an ilet users mother reported the user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 1/3/25. The user's mother called reporting that user had a high blood glucose alert (>400 mg/dl) and was on the way to the emergency room. Upon removal of the convatec inset 23", 6mm teflon infusion set, the user noticed a bent cannula, which may have contributed to the high glucose levels. User was admitted to the hospital on (B)(6) 2025 and remained hospitalized as of (B)(6) 2025. User's mother stated that they had already contacted the distributor to switch to convatec contact detach infusion sets moving forward. No back-up therapy was used, and no ketone testing was performed. User received IV fluids and insulin in the ER before being admitted.